Manufacturer narrative:
The transmitter was received with contamination on contact pins. However, the transmitter passed functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was having trouble with her minilink and tester. Customer stated that she cleaned her transmitter and would not go in and fell off into the sink and got wet. Customer stated had water inside the hole. Advised customer the transmitter would be replaced. Customer's blood glucose was 153 mg/dl. No further information provided.